Event description:
A malfunction alarm was reported, identified by malfunction code 16, and the customer experienced issues with the pump's button and charging functionality. There was no reported impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent, and the customer planned to use multiple daily injections as a backup therapy. The problematic pump was to be returned using a pre-paid label within 10 days, and the customer was instructed to allow the pump's battery to fully deplete before returning it.